Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during attempted implant of this lead, abnormal impedance measurements were exhibited in multiple lead positions. Additionally, the helix failed to extend as intended. No information was received if this product is intended to be returned. No resulting adverse patient effects.